Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The main case tamper was seal intact. Plunger case tamper removed. The investigation found the top case broken at both front corners and cracked under tube holders. Bottom case cracked at l-bracket mounting surface. Right plunger case broken at top mounting screw. The pump event history found multiple "occlusion- check infusion line" alarms that line up with infusion stop times in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion and accuracy tests. Device operates properly through occlusion and accuracy tests. Improper infusion setup downstream from the pump. The root cause of the reported issue was due to use error. The technician cleaned and greased the device. Calibrated device and performed all functional tests which passed.

Event description:
It was reported that when delivering the medication it only goes for a minute, then alarms occurs and the pump display finished. No patient injury reported.